Manufacturer narrative:
Investigation summary: one sample was received. No findings were stated from the visual inspection. The device was verified due for an annual pm. A pm was performed on the device and the device was calibrated. The device passed the functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the that device wouldn't alarm. The issue was discovered during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.